Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer¿s blood glucose (bg) was 400 mg/dl and insulin injections were administered to address bg. Pump system check with tandem technical support was performed and an air bubble was observed in the supplies. Customer primed the tubing until the bubble was removed.